Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination due to nonadherence of aseptic technique during ccpd therapy. This is evidenced by the pdrn¿s observation of the of noncompliance to aseptic technique by the patient in the home setting. This assessment is further supported by the presence of a gram-negative bacteria, that is a known contributor to pd-related peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed this patient was admitted to the hospital after complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken during admission resulted in acinetobacter (species unavailable) and a white blood cell (wbc) count revealed wbc¿s at 20,000/mcl. The patient was diagnosed with peritonitis and it was suspected the cause was nonadherence to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler. The patient was prescribed oral levaquin (dose and frequency unavailable) and was able to continue with ccpd treatments on the liberty select cycler during admission, without incident. The patient is currently recovering from this event and awaiting discharge from the hospital. Additionally, it was reported by the pdrn the patient has been observed not observing aseptic technique during ccpd in the home setting.

Manufacturer narrative:
Clinical investigation event details, lot number and expiration date, clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set, the safe lock adapter and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination due to nonadherence of aseptic technique during ccpd therapy. This is evidenced by the pdrn¿s observation of the of noncompliance to aseptic technique by the patient in the home setting and the inappropriate use of an adhesive (superglue) to connect the extraneal solution to the patient line. This assessment is further supported by the presence of a gram-negative bacteria, that is a known contributor to pd-related peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed this patient was admitted to the hospital after complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken during admission resulted in acinetobacter (species unavailable) and a white blood cell (wbc) count revealed wbc¿s at 20,000/mcl. The patient was diagnosed with peritonitis and it was suspected the cause was nonadherence to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler by supergluing the safe lock adapter to an extraneal solution bag (non-fresenius product). The patient was prescribed oral levaquin (dose and frequency unavailable) and was able to continue with ccpd treatments on the liberty select cycler during admission, without incident. The patient is currently recovering from this event and awaiting discharge from the hospital. Additionally, it was reported by the pdrn the patient has been observed not observing aseptic technique during ccpd in the home setting.

Manufacturer narrative:
Plant investigation, h6 conclusion codes plant investigation: a companion sample was returned to the manufacturer. The companion samples were visually inspected and found to be acceptable. No damage was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. During the evaluation, the samples were not confirmed for the alleged failure stated in the complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description.

Manufacturer narrative:
Plant investigation: a companion sample was returned to the manufacturer. The companion samples were visually inspected and found to be acceptable. No damage was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. During the evaluation, the samples were not confirmed for the alleged failure stated in the complaint.